Manufacturer narrative:
An internal biomérieux investigation was conducted. The same testing against (B)(6) (e. Coli) was previously performed using the vitek® 2 ast-n192 test kit, which utilizes the same piperacillin/tazobactam (tzp) formulary as the ast-n206 test kit. Investigational testing included: vitek® 2 gn ID: confirmed organism as e. Coli. Broth microdilution (bmd): tzp mic=128 mg/l resistant. Vitek® 2: tzp mic=16 mg/l intermediate and 64 mg/l resistant (two lots tested). The investigation duplicated the customer result of mic=16 mg/l intermediate on one of two card lots (one of four cards tested). The vitek® 2 tzp mic results are in agreement within one doubling dilution to the bmd results for ¾ results, making these vitek® 2 results in essential agreement without category error. Note: in the analysis report from the neqas survey (B)(6), the results obtained for all participants using automated systems were 24% intermediate for tzp. The vitek® 2 tzp results reflect this documented rate. The investigation concluded the neqas organism is an atypical strain for the vitek® 2 system rapid phenotypic testing method, and the vitek® 2 test kit is performing as intended. Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomerieux of a discrepant result associated with the vitek 2 ast-n206 test kit involving (B)(6) (escherichia coli). The customer reported a false intermediate result with a lower minimal inhibitory concentration (mic) than expected. Internal biomerieux investigation was initiated.